Manufacturer narrative:
(B)(4). Date sent: 1/23/2025. D4 batch #: a9dw1a. Additional information was requested and the following was obtained: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? Was there any change in the patient care as a result of this event? What is the current patient status? 1. Tissue pad broken but didn¿t detach from the jaw. 2. No. 3. No. 4. No. 5. No changes in patient care due to this. 6. Patient is ok. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was melted. The device was connected to a test handpiece and a gen11; during functional testing, it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate, two switch activations detected¿. This was not seen during the analysis. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9dw1a, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the white pad has broken down for its first case.